Manufacturer narrative:
Film evaluation results are: the pre-implant films, anatomy sizing information, films showed the implant of the second endurant aui stent graft, and post implant films were not provided. The exact cause and type of endoleak could not be determined from the films provided. Although it is possible that this was a type iii fabric endoleak, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. The reported type ii endoleak was not visualized in the videos provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that during the index procedure, an angiogram done after deployment of the stent graft showed an endoleak that appeared like a type ii and type IV endoleak. The physician then moved the pigtail catheter into the stent graft and contrast injection showed a possible type iii fabric endoleak. The patient received treatment. The physician implanted another endurant aui. Another angiogram was done and endoleak was still observed. The endoleak was less that the endoleak observed on the first angiogram. The physician believes that it was a type ii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.